Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker replaced the acpa power supply as a precaution. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.